Event description:
The customer reported their AED will not power on. They did not report that this event occurred during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.